Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and near dka on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of the incident. The customer was at 47 mg/dl at the time of the call. The customer experienced symptoms such as feeling unwell. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The customer was having sensor glucose versus blood glucose differences as well as inaccurate meter readings. Troubleshooting was not completed. The insulin pump will not be returned for analysis.